Event description:
Device 2 of 2. Reference MFR report# 1627487-2014-01241. It was reported the pns leads never provided effective therapy to the desired areas. Reprogramming was performed to no avail. Reportedly, x-rays have been ordered to determine the next course of action.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.